Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately two month post chronic catheter placement, the catheter allegedly had a puncture at the end of the silicon catheter next to the hard plastic white lumen external to the patient. It was further reported that white lumen repair leg was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one s/l hickman extension leg was returned corresponding to this event and two electronic photos were provided for review. Holes were observed in the catheter immediately distal to the hub with leaking observed at the site of these holes during an infusion test. When viewed under magnification, the surface of these holes was noted to be smooth. Based on these findings, the investigation is confirmed for the reported catheter damage/leak. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include clamping too close to the luer hub and sharp instrument damage. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two month post chronic catheter placement, the catheter allegedly had a puncture at the end of the silicon catheter next to the hard plastic white lumen external to the patient. It was further reported that white lumen repair leg was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one s/l hickman extension leg was returned corresponding to this event. Holes were observed in the catheter immediately distal to the hub with leaking observed at the site of these holes during an infusion test. When viewed under magnification, the surface of these holes was noted to be smooth. Based on these findings, the investigation is confirmed for the reported catheter damage/leak. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include clamping too close to the luer hub and sharp instrument damage. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two month post chronic catheter placement, the catheter allegedly had a puncture at the end of the silicon catheter next to the hard plastic white lumen external to the patient. It was further reported that white lumen repair leg was placed. There was no reported patient injury.